Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 4 years of service. This physician has expressed concern regarding possible premature battery depletion. A guidant technical services (ts) consultant discussed returning the device for analysis after it has been explanted. No patient symptoms have been reported.